Event description:
A customer reported an issue with their insulin pump where the time and date settings were incorrect. There was no adverse impact to the customer's blood glucose level. The customer updated the pump time and date and was informed by technical support that while an incorrect date would not affect insulin delivery, it might impact uploads or reports. The customer was also advised to monitor the pump for any future time discrepancies exceeding five minutes and to follow up if such discrepancies recurred. The customer understood and acknowledged the guidance provided.